Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Concomitant medical products: primary console: serial number (B)(4), manufacture date: 06/01/2011. The motor is not a single use device. Approximate age of the device is 2 years and 4 months (calculated from the manufacture date of the motor). The devices were returned for analysis. The investigation is not complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on left ventricular extracorporeal circulatory support on (B)(6) 2016. It was reported that on (B)(6) 2016 the primary console alerted with a motor alarm: m4 cables disconnected while in use on the patient. The patient was reportedly symptomatic and severely affected at the time of the event. The patient lost blood pressure, fainted, and unspecified electrocardiogram (ECG) changes were observed. Inotropes were initiated and the patient was switched to backup equipment. It was reported that the patient returned to their prior status upon reinitiation of support. No additional information was provided.

Manufacturer narrative:
The report of a motor stop was confirmed through analysis of the returned primary console¿s log file. Audible and visual alarms for ¿motor disconnected: m2¿, ¿flow signal interrupted: f2¿, and ¿flow below minimum: f3¿ were recorded in the log file. These alarms indicate that the motor had stopped during the event. Although confirmed, the alarms could not be reproduced during the evaluation of the returned devices. The returned primary console, flow probe, and motor were functionally tested together on a test loop and operated as intended for 14 days with no atypical events observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.